Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 467 mg/dl, 148 mg/dl, and 151 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect, device and replacement sent.